Event description:
It was reported the patient presented for implant procedure. During surgery, the helix ventricular leadless pacemaker (lp) was stretched. The lp was removed and a different device was used to complete the procedure. There were no patient consequences.